Event description:
Surgery with the same protocol was done with 10 patients, 3 out of 10 showed adverse reaction. 2006: external sinuslift with mixture of straumann boneceramic & autologous bone, lateral augmentation with bone block (donor site: mandibular retromolar), fixation with osteosynthetic screw, covered with biogide membrane. Augmentation region: 14-17, bone block region: 16. Two months earlier: syrinx with sanies region 15, rinsing with chlorohexidine. Three months later: revision: bone block not healed, was removed. Approx five months later: insertion of 4 implants region 14, 15, 16, 17, subgingival healing. 2007: "exposure" implants. Pt gets prosthetics "at the moment".

Manufacturer narrative:
Infection is always a treatment risk as described in the instruction for use. An analysis of the product DHR was completed and the product met it's specification.